Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify a broken force sensor was detected during seating or regular delivery error alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received broken force sensor was detected during regular delivery error alarm. The customer¿s blood glucose level was 164 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.